Event description:
It was reported that, "doctor was using screw head turner and tulip popped off of screw".

Manufacturer narrative:
Additional information has been requested and if made available,will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.